Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent a surgery with femoral neck system(fns) and reported for pain after the surgery. This report is for one (1) unk - screws: fns locking. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unk - screws: fns locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.